Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with blood noted on the balloon's exterior surface and between the catheter and sheath. The membrane was noted to be completely unfolded. Laboratory examination revealed no defects in the returned iab. The iab inflated and functioned normally when attached to the system 90 iabp in the lab. No alarms were triggered. Examination of the inner lumen revealed it to be patent. A trace amount of blood was noted within the inner lumen but it did not contain any clots. As a test, water was aspirated through the inner lumen with no abnormal resistance encountered. A laboratory .032" guide wire easily passed through the inner lumen with no abnormal resistance encountered. The inner lumen was within datascope's mfg specifications. Probable cause of difficulty: no defect was found in the iab or inner lumen. It is not possible to determine the exact cause of the rpt'd difficulty based on the given event description or laboratory examination. The dampening of the pressure waveform or the inability to aspirate via the inner lumen indicated that the inner lumen may have become occluded in some way or that the inner lumen may have kinked within the pt. It is possible that the tip of the iab was within a subintimal space, that the tip lay against the arterial wall occluding by clotted blood, or that a kink, possibly due to a severe vessel tortuosity, caused the loss of the pressure waveform or the inability to aspirate. Datascope's instructions for use state: "a fast forward flush is recommended hourly to help maintain patency of the central lumen. Always aspirate 3 cc. Initially if the central lumen aortic pressure line or the central lumen becomes dampened. If resistance is met upon aspiration through the inner lumen, consider the lumen to be occluded. Discontinue use of the central lumen by placing a male luer cap on the female luer fitting. Do not manually flush the central lumen with a syringe."

Event description:
Th edr was unable to get a pressure trace from the inner lumen. The iab was removed and a second was inserted into the pt. The following was rpt'd to datascope on 7/21/97: on 5/20/97, in the first insertion attempt sheathlessly through the left femoral artery, the iab was unable to pass more than a few inches. In a second attempt, a 6" sheath was used. The iab was inserted, but there was no arterial pressure waveform from the central lumen. The iab and sheath were removed and discarded. The third attempt was successful and a new iab was inserted via cutdown in the left femoral artery. Event complications: unk - rpt'd 5/22/97; none - rpt'd 7/21/97. Pt current status: unk - rpt'd 5/22, 7/21/97.